Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to dislocation and infection following a hip arthroplasty

Manufacturer narrative:
Devices were not returned and no photos were received; therefore, condition of the devices is unknown. The lot numbers of the products are unknown; therefore, the device history records and complaint history could not be reviewed. Compatibility could not be confirmed as part numbers are unknown. The reported device is used for treatment. Radiographs were provided but no product identification could be determined. A definitive root cause could not be determined with the information provided.